Event description:
It was reported that the solution delivered by the homechoice machine was hot. There was no report of patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The reported issue could not be verified through evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. The event history log review did not identify the reported problem. A visual inspection was performed with no issues noted. Functional tests, including electronic testing, temperature testing, and audit testing, were performed with all tests passing successfully. The device met all product specifications. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.